Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error during an infusion set change. Customer's blood glucose was 40 to 300 mg/dl at the time of incident. Troubleshooting found that the pump was able to complete rewind. It was also found that the pump was cracked at the battery and window compartments. No further details given.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No motor error alarm or excessive no delivery alarm was noted. The motor passed the motor test. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.